Event description:
Pt was status post CABG and suffered a major blood loss after disconnection of 3-port adapter from jugular line. The connection appeared to be readily loosened at thread point resulting in inadvertant disconnect.